Event description:
A device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation at the third-party service center, the device was visually inspected/scrapped and found to have evidence of foam degradation. Foam particles were visible during the evaluation.

Manufacturer narrative:
Box a: patient information, box b: other relevant history and box e: reporter details have been updated in this report.